Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jan-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has diabetic neuropathy and radicular like symptoms. The patient had their ins and leads removed because they were not getting coverage of their back pain. The hcp said that the anchors were left in the patient. It was reported the leads were put higher at t9 to help with the low back and legs, but this did not help. The hcp said the patient had a moderate amount of stenosis. The neurosurgeon wanted an MRI, but they would not see the patient until the stimulator was removed. The hcp said that since the system was removed, the patient's leg pain has left. The hcp said it was possible the leads were adding to the stenosis in the patient's back, making the space much tighter. No further complications were reported.